Manufacturer narrative:
(B)(4).

Event description:
It was reported by a caregiver that her daughter, who is implanted with vns since (B)(6) 2015, is still having big seizures every 3 weeks. It was reported that "the headaches and balance problems are controlling her life, not seen much difference yet". The caregiver reported that there has no change in her daughter using the vns therapy device. Later, the nurse who follows the patient mentioned that this does not fit in with the data they have on file. It was reported that no further details could be provided due to patient confidentiality; they will have to wait for the patient to consent to sharing information. No further information was provided to date. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.